Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic clip for the waist pack was broken. The waist pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The waist pack with unknown serial number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the waist pack had a broken plastic clip. In addition, visual inspection also revealed a torn battery pocket and a cracked clear window. These are additional observations not related to the reported event. As a result, the reported event was confirmed. The most likely root cause for the reported event and incidental findings can be attributed to normal wear and/or due to the handling of the waist pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.